Event description:
The reporter stated the surgeon used a aq2015a silicone aspheric three piece lens. The surgeon loaded the lens into the injector himself. As the surgeon was advancing the lens in the injector, he noticed the lens had torn. There was no pt contact.

Manufacturer narrative:
(B)(4). (B)(4).